Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: this mre review is for sterilization procedure only. Part: 04.614.022s, lot: l953417, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 29.jun. 2018, expiry date: 01.jun. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile part 04.614.022 / h640253 was manufactured in us, (B)(4). A DHR review was not performed for this pi. This lot was manufactured in (B)(4). Please reassign this task to the correct group. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during posterior cervical fusion (pcf) procedure, it was difficult to connect the screw to a screwdriver properly. When connected to the screwdriver, the tip of the screw pointed to the slanted direction. A replacing screw was connected to the same screwdriver without any issue. The procedure was completed without a surgical delay. No further information is available. Concomitant device reported:unknown screwdriver (part # unknown, lot# unknown, quantity: 1). This report is for one (1) 3.5mm ti cancellous polyaxial screw 22mm. This is report 1 of 1 for complaint (B)(4).